Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was torn and okay button was sticking for a few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no errors/alarms/warnings related to the complaint observed in the history. All of the key contacts were observed to be misaligned and inverted. The display screen was observed to be dim with a pink hue and fading text. The battery compartment was observed to be cracked near the pump case seal. The keypad cover was observed to be torn off over the ok and down buttons. Testing confirmed that all of the keypad buttons were unresponsive. The keypad cover was removed to check the condition of the key contacts and contamination under all of the key contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.